Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
Our customer swallowed a solution of corega double power solution tablets [accidental device ingestion] case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was by a pharmacist via call center representative on (B)(6) 2021. The pharmacist stated that,"our customer swallowed a solution of corega double power solution tablets."